Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received one sample from the customer facility for investigation. The sample was draw tested with water and the customer's indicated failure mode for splatter with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure. Bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that when the needle of the bd vacutainer® ultratouch¿ push button blood collection set retracted, blood splattered. No injury or medical intervention reported.